Event description:
A customer reported to baxter (B)(4) of a hole in the tubing of an extension set. There was patient involvement but no patient injury or medical intervention was reported. This condition occurred during an infusion. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was received without a pouch. Upon visual inspection, no obvious defect was found. A functional test was performed and an underwater pressure test at 8psi was conducted and a leak was found at the joint between y-junction and tubing. The cause of this condition was undetermined.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided.